Event description:
It was reported that the customer was in the hospital for bypass surgery on his leg. While the customer was still in the hospital, he began to experience high blood glucose, ranging from 250 to 350 mg/dl. The customer was advised to call back to perform troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.